Event description:
Pt came to emergency department following a fall from a ladder sustaining a comminuted fracture of right elbow. The pt was taken to the operating room for irrigation and debridement of right elbow, orif of right distal humerus fracture. During the operative procedure, a drill bit broke off and was unretractable. There is no anticipated adverse effect from this incident to the pt.